Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, for the past month and a half, the patient ¿couldn¿t go at all¿ and had to get a catheter put in. This was noted as a sudden onset. It was noted that the patient had the implant device for urinary frequency. Because of the urinary retention symptoms, the patient went to the ER 3 times. It was also reported that the patient had their ins for 5 or 6 years and was due to get the battery replaced this (B)(6) 2019 as it had started to die. The patient indicated that the implant was checked by the manufacturer¿s representative when it was dying (unknown when this occurred). There were no further complications reported or anticipated.